Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose of 452 mg/dl and that her infusion sets have leaked and had a bent cannula. Customer also indicated that they received a no delivery alarm but was resolved with infusion set change. Customer did not want to troubleshoot. No further information was given.